Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two months post implant, the patient with this right atrial lead was hospitalized for lead dislodgement. A revision procedure was performed in an attempt to reposition the lead; however, the helix was non-functional and unable to maintain a cardiac connection. As such, the lead was removed and successfully replaced in absence of adverse patient effects. No return of product is expected.